Event description:
It was reported that patient experienced ineffective stimulation with their scs system. It is unknown which lead contributed to the issue. As a result, surgical intervention may occur in the future to explant the scs system.

Manufacturer narrative:
Exact date of event is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000123149.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's scs system was explanted on 16dec2022 and replaced with a drg system to address the issue.